Manufacturer narrative:
Report date: 07jul2021. There was no patient involvement

Event description:
It was reported that the ventilator was displaying a primary alarm failed diagnostic code. There was no patient involvement.

Manufacturer narrative:
The customer was advised to replace the speaker. Multiple attempts were made to obtain information on the repair and operational status of the device with no response from the reporter and cannot be determined. No further information was provided.